Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the tissue samples exhibiting sub-optimal tissue processing, which were the subject of this complaint, were derived from the "routine overnight" protocol comprising 139 cassettes, which started in retort b at 10:49 am on (B)(6) 2020 and completed at 06:53 am on (B)(6) 2020. The "routine overnight" protocol processing steps have a duration of 12 hours and 51 minutes, with a fixation step of and additional five (5) minutes in duration. The "routine overnight" protocol has been validated by the laboratory; and was last modified on 13 july 2016. Information documented by the leica product applications specialist - (B)(4) details the tissue types adversely affected in this event as endoscopic biopsies, tissue cores, breast, appendix, endometrial curettings, gallbladders and skin samples. The specific dimensions of the tissue samples exhibiting sub-optimal processing were not provided. Investigation of this complaint found that the instrument operated within specification during execution of the "routine overnight" protocol comprising 139 cassettes and started in retort b at 10:49 am on 21 may 2020, from which sub-optimal tissue processing was identified by the complainant. Although the specific dimensions of the endoscopic biopsies, tissue cores, breast, appendix, endometrial curettings, gallbladders and skin samples exhibiting sub-optimal processing were not stipulated, the leica product applications specialist - (B)(4) documented the following information provided by the complainant on 22 may 2020: "the run contained both small biopsies and large specimens (like breast and appendix). The smaller specimens were 'crunchy' and the larger specimens were 'squishy, you can put your finger nail in the specimen' so it was under processed". Section 8.2.1 of the leica peloris/peloris ii user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. The facts suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of tissue samples being processed.

Event description:
On (B)(6) 2020, a local leica product application specialist (fss) received information, which had been reported by the complainant to local leica service manager on (B)(6) 2020 in relation to the quality of tissue processing: "over the past few months they have occasionally send [sic] a few issues with some runs resulting in crunchy, dehydrated samples. She suspects it may be user related, but pathologists is not happy with that. They typically do an overnight (13 hour) run. Run completes without any errors." On (B)(6) 2020, the fss contacted the laboratory by telephone and received the following further information from the complainant: "the run contained both small biopsies and large specimens (like breast and appendix). The smaller specimens were 'crunchy' and the larger specimens were 'squishy, you can put your finger nail in the specimen' so it was under processed". The fss documented that the tissue samples exhibiting sub-optimal tissue processing, which were the subject of this complaint, were derived from one (1) protocol comprising 130 cassettes started on (B)(6) 2020 and completed on (B)(6) 2020. On 27 may 2020, leica biosystems melbourne received the following onsite findings and observations documented by the leica field service engineer: "I have checked with the customer yesterday and today as well. Their runs are going good at the moment. The issue happened on last friday and they have realised that their reagents were not fresh. They have replaced the reagents on bottle 1 formalin and have increased the concentration on the bottle 2 ethanol from 75% to 80%. Since then they have processed now 4 runs which were successful." On 02 june 2020, the leica product applications specialist - (B)(4) received the following information from the laboratory manager by email: "this is the response I received from the pathologists. I know we reprocessed a tissue core case from an abdominal case which was much better after being reprocessed. No-one has said that any cases were unable to be diagnosed, but I don't think we are going to get any answers. No-one requested any other cases to be reprocessed."